Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor exhibited oversensing noise, over-sensing far p wave and post-sensed t wave over-sensing, which caused inappropriate atrial fibrillation (af) episodes. Programming changes were made. There were no patient consequences reported.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the insertable cardiac monitor exhibited oversensing noise, over-sensing far p wave and post-sensed t wave over-sensing, which caused inappropriate atrial fibrillation (af) episodes. Programming changes were made. There were no patient consequences reported.", rather than "it was reported that the insertable cardiac monitor (icm) exhibited over-sensing, which caused inappropriate atrial fibrillation (af) episodes. Programming changes were made. There were no patient consequences reported." The correct data in field e2, e3, and e4 should have been "yes, physician, and no information", rather than "no, non-hcp, no".

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited over-sensing, which caused inappropriate atrial fibrillation (af) episodes. Programming changes were made. There were no patient consequences reported.